Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy menstrual periods"), back pain ("back pain"), abdominal distension ("bloating"), tooth disorder ("dental issue"), headache ("severe headache"), fatigue ("chronic fatigue"), urinary tract infection ("frequent urinary tract infection"), arthralgia ("joint pain"), memory impairment ("memory issues") and alopecia ("excessive hair loss"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menometrorrhagia, back pain, abdominal distension, tooth disorder, headache, fatigue, urinary tract infection, arthralgia, memory impairment and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, headache, memory impairment, menometrorrhagia, pelvic pain, tooth disorder and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: reporters were added. Case become serious incident from non serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.